Manufacturer narrative:
Event date: (B)(6) 2015. If implanted, give date: (B)(6) 2015. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the distal common bile duct (cbd). A 10mmx80mm wallflex biliary transhepatic stent was deployed in the distal stricture through the ampulla. During removal of the stent delivery system, it was noted that the distal end of the shaft caught on the distal end of the stent and pulled the stent higher up the common bile duct. The stent was too high to go through the ampulla. The patient required a secondary procedure to have an extended stent delivered endoscopically. No patient complications were reported and the patient's status was stable.